Event description:
Voluntary user facility medwatch received from the customer reporting an over-delivery of blood. The report stated, "blood transfusion (350cc) was started at 1850. Rn programmed IV pump (abbott plum a+ pump) to infuse blood at 100 cc/hr. The entire 350cc infused within 1 hour. Per the rn who found the blood infused, the pump setting was 350 cc/hr". The customer was contacted for more info. It was reported that the nurse programmed the pump to deliver 350cc of blood at a rate of 100 cc/hr. After one hour, a second nurse found the infusion complete with the pump delivering at a rate of 350 cc/hr instead of the intended 100 cc/hr. There was no reported adverse pt effect and no medical interventions were necessary. Though requested, no further info was available.